Manufacturer narrative:
Exact date unknown, event occurred late 2019.

Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent and ipg replacement procedure and was doing well post-operatively. Explanted ipg wll not be returned.